Event description:
It was reported that the insulin pump alarmed for a motor error during the prime. The insulin pump had not been exposed to a strong magnetic field. The motor error alarm had occurred twice in the last 30 days. The blood glucose reading was 225 mg/dl. The insulin pump will be replaced and returned for analysis.

Event description:
Case reference number (B)(4) is a literature report received on (B)(6) 2015. A retrospective review of medical records from 2008 to 2014 identified a series of 20 consecutive referral patients with impending nasal skin necrosis associated with nose and/or nasolabial fold augmentation with unspecified hyaluronic acid fillers. The demographic profiles and initial presentations of the 20 patients were fairly homogenous. Most patients (90 percent) were women in their twenties or thirties. Most patients (95 percent) developed pain, erythema, and swelling as the initial signs of a vascular complication within 1 day after the filler injections. All patients presented with impending nasal skin necrosis as a primary concern. The skin lesions fall into three categories: five patients with just nasolabial fold augmentation presented with reticulated skin erythema on the nose and nasolabial fold, with lip involvement in two cases; seven nose augmentation patients and one combined nose-nasolabial fold augmentation patient presented with reticulated nasal skin discoloration, with glabella and forehead involvement in four cases; the remaining seven patients had just nose augmentation, and presented with localized impending nasal skin necrosis, with additional pustules in three cases. All patients, except two, were managed by four attending plastic surgeons, using the same combination treatment protocol, which included an injection of ovine testicular hyaluronidase ((B)(6)) into the patient's soft tissues with hyaluronic acid fillers and those with impeding necrosis; antibiotics for infection prevention and control; and tanshinone, papaverine, topical magnesium sulfate, infrared irradiation, and hyperbaric oxygen to improve tissue perfusion and oxygenation. Patients were also given aspirin, unless contraindicated. Thirteen patients recovered fully. Seven patients eventually developed full skin necrosis. Patient specific information: female, (B)(6). The patient was injected in the nose. The patient experienced vascular complication (embolism). She presented with skin necrosis and discoloration on the nose, nasolabial folds, glabella and forehead. At the final follow-up, the patient had significant tissue defects. Time from skin complication manifestation to receiving proper treatment was 9 days. The patient did not receive hyaluronidase treatment. No information available regarding potential previous rhinoplasty.